Event description:
Surgeon reported that "recently the patient had reported being able to eat more and was putting on weight. The surgeon re-operated on the patient and changed the port and queried that the system had a leak. At the time of operation the surgeon couldn't find a leak in the port however replaced it anyway. Post this procedure the lagb system was still losing fluid and the patient was still noting to be eating large amounts of food. The surgeon ordered an x-ray study and it was noted on this test that there was a leak from the band tubing. The surgeon noted the leaks in the tubing in the middle, he noted that this tubing had not been sitting on abdominal wall, it was sitting in middle of no where. The explanted device will not be returned.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. The reporter of the complaint was asked to indicate the product serial number, dates of event and the first explant date. The info has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage for the band, the port or the connector tubing."